Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she was experiencing sound anomalies with her insulin pump. The patient's blood glucose at the time of incident is unknown. She stated that the pump was making a grinding sound while attempting to bolus, a sound comparable to the sound of bad brakes on a car. The customer confirmed that she was bolusing correctly when the sound anomaly occured. She also mentioned that the grinding noise stops when she presses a button, but that the pump then the pump pings. Troubleshooting could not be completed since the customer was about to drive her car, but confirmed that she will call the 24-hour helpline once she has time. No products were shipped or returned.